Manufacturer narrative:
(B)(4) 2011 - (B)(6) - a retrospective review of this adverse complaint file was performed. (B)(4) 2011 - (B)(6) - the t-joint that forms the connection between the seat support-brace and the seat cross-brace broke approximately 1 inch below the t-joint weld on the support brace. The wheel chair has been removed from service and destroyed by the vamc. A replacement was ordered on (B)(4). An formal evaluation of metal and weld integrity could not be performed due to the destruction of the device, however, pictures provided are not necessarily indicative of weld failure and potential history of misuse, abuse or lack of maintenance are unknown.

Manufacturer narrative:
(B)(6) 2011 - (B)(6) - a retrospective review of this adverse complaint file determined that an MDR was needed.

Event description:
The crossbrace allegedly broke, causing the consumer to scrape his leg on the broken metal. No serious injury is alleged.

Event description:
The crossbrace allegedly broke, causing the consumer to scrape his leg on the broken metal. No serious injury is alleged.